Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Gastroesophageal reflux disease is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding the serial number. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Health professional reported, "explanted lap-band and port do to gastroesophaegeal reflux disease."